Event description:
New information: due to the short circuit in the plug, it was known later that this caused an hour delay in the surgery. A second device completed the treatment.

Manufacturer narrative:
The rf-instrument bipo ø 2,5mm nl 280mm, part ID: 4993691, lot number 222263, was checked by the manufacturer (sutter gmbh). It was found that there was a short circuit between the pins of the generator plug. The short circuit was caused by sporadic, defective manufacturing. As a corrective and preventive measure, the length of the pins of the device marking was shortened from 4.5 mm to 2.5 mm in order to minimize the probability of another short circuit. All devices delivered from calendar week 50 / 2023 onwards have the improved generator connection. A check of the complaints database has shown that there have been no new similar cases since this corrective measure was implemented. The corrective measure can therefore be described as "successful". The IFU bb-a291-1 / en / v5.0 / 2022-07 / pk22-0415 contains several safety instructions and notes. Furthermore, the user is advised to check the device prior and after each use in section 8 checks. The subject issue of (additional /other) anesthetics on patients is present in the risk management file bb2: non-reusable electrodes, rev.: v00. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category.

Manufacturer narrative:
The rf-instrument bipo ø 2,5mm nl 280mm type 4993691, lot no. 222263 was manufactured on 08/29/2022. The production order included 605 pieces. No other complaints were received from the reported lot.

Event description:
The user facility has informed richard wolf gmbh of an issue regarding an rf-instrument bipo ø 2,5mm nl 280mm, part ID: 4993691, lot #222263. According to the received information, "as usual, I played in the rf probe for the operation and noticed that "err" was displayed on the rf generator and the setting was 46 (normal is 30). Also, the rf generator kept sounding an alarm. I tried restarting the generator and plugged and unplugged the probe, but the generator still showed "err" and continued to alarm. Then I opened another rf probe, but the same incident happened again. I also noticed that the "bicurt 2" button kept flashing even after we pressed it. After a few tries, the second probe suddenly worked and we were able to use it for a while before it indicated an error again."